Event description:
A malfunction alarm with code malf 0 was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on how to reset the pump and was assisted in resetting it. Since the malfunction did not recur after the reset, the customer was advised to continue using the pump and to call back if the issue happened again.